Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The pt tests his blood glucose 4 times a day. He tests before meals and at bedtime. He takes 20 units of nph insulin in the morning and 70-75 units in the evening. He adjusts the dosages based on his meter readings. The pt also takes humulin-r insulin on a sliding-scale based on meter readings greater than 200 mg/dl. The reporter claimed that the alleged meter issue started the day before at 6:42 pm. At that time, the pt reportedly obtained a "normal" blood glucose reading of "153 mg/dl." After testing, the pt administered self-care by taking 75 units of nph insulin at 6:45 pm. At around 7:00 pm, while the reporter and pt were driving to get dinner, the pt reportedly began to feel shaky and had tingling hands. The reporter treated the pt with a candy bar. However, the pt started to become unresponsive within minutes. He was unable to answer the reporter's questions. The reporter did not have the reported meter while the pt was asymptomatic. The paramedics were contacted. They tested the pt with an unspecified device and got a result of "37 mg/dl." The pt was treated by the paramedics with IV glucose and a spoon of glucose gel. He was taken to a hosp where he remained until around midnight that same evening. Upon arriving in the hosp, his blood glucose registered at "58 mg/dl" using a hosp meter. When the reporter got home, she performed a control solution test that passed. According to the reporter, the pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter was replaced. Based on the info provided, this complaint is being reported, due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The reporter also alleged that the pt received medical treatment from paramedics due to the meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.